Event description:
During the revision, one-plus staph was reported which "could potentially have been a skin contaminant" and not a florid infection (reference MFR report# 3004209178200901721). Following the revision, the lead erosion recurred. The system was removed a second time. The physician attributed the removal of the device to lead erosion and not an infection secondary to the patient's lifestyle. The patient was reported to be a heavy smoker who did not heal well due to her lifestyle.